Event description:
It was reported that during pre-surgery it was observed that the craniotome device had a bent foot plate. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the foot plate was bent and fractured. It was further observed that the device failed cutter insertion. It was determined that the bent and fractured foot plate was due to a failure to follow the directions for use. The burr device was improperly loaded into the device and then installed onto the motor device. Therefore, the burr device did not seat properly in the locking chamber. The device was then forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the device. When the motor device was started, the burr drilled into and bent the neuro tip. It was determined that the device failed cutter insertion due to worn and damaged bearings that were no longer in axial alignment which did not allow the cutter to pass through. This type of damage was indicative of excessive force and/or side loading during use. The assignable root cause of the component damage was determined to be due to misuse, abuse, and/or user error.